Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. One possible root cause is that the device struck another instrument or some hard bone when attempting to deploy the implant, however we cannot discern an exact root cause for the reported failure mode as the device was not returned. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned.

Event description:
The sales rep reported via email while attempting to insert needle under lateral meniscus, needle became dislodged from device and floated in the knee. Needle was removed and another product was opened. No negative consequences for the patient. Delay was less than 2 min. Additional information received via email from the sales rep on 9-20-17. It was detected as soon as it came off the device and a toothed locking grasped was used to retrieve it.